Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 15 mg/dl, 299 mg/dl, and 312 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.

Manufacturer narrative:
Customer's (B) (4) and strip lot #0922916. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. None of the readings reported were found in the meter's memory log.